Manufacturer narrative:
Manufacturer's report date: 03/21/2014. Internal file no: (B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
Customer stated the pump was infusing maintenance fluids when it alarmed for "critical failure error" flashed red, stopped infusing, then shut down. The event occurred on the med-surg floor. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.